Manufacturer narrative:
The picture investigation was completed on 11-mar-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the pictures provided by the customer, the tip was observed bumped and on the fluoroscopy image, it was observed the tip of the vizigo folded in on itself. A device history record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided and the customer¿s reported, ¿vizigo tip had weird kinking. Looked a bit thicker than normal¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿vizigo tip had weird kinking. Looked a bit thicker than normal ¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the tip observed bumped and on the fluoroscopy image it was observed the tip of the vizigo folded in on itself¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a vizigo. When performing transseptal puncture, after they inserted the vizigo sheath, they noticed on fluoroscopy that the vizigo tip had weird kinking. They then proceeded to remove the sheath and when observing the tip, it looked a bit thicker than normal. They replaced the sheath and the procedure proceeded as planned without any issues. There was a five minute delay. The procedure successfully was completed. No patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a vizigo. When performing transseptal puncture, after they inserted the vizigo sheath, they noticed on fluoroscopy that the vizigo tip had weird kinking. They then proceeded to remove the sheath and when observing the tip, it looked a bit thicker than normal. They replaced the sheath and the procedure proceeded as planned without any issues. The procedure successfully was completed. No patient consequence. The device evaluation details: the product was returned to johnson & johnson medtech for evaluation on 25-mar-2025. Visual inspection was performed, following appropriate procedures. Visual analysis revealed that the soft tip was bumped. No other anomalies were observed. A device history record evaluation was performed for the finished device number, and no internal action related to the reported condition were identified. The intracardiac resistance reported can be confirmed due to the tip condition. The potential cause of the soft tip be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. It is more likely the bump is a consequence of the resistance and not the cause. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).